Manufacturer narrative:
B5: information added e1: information added.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman flx closure device and delivery system (wds) was deployed. After deployment, the implant frame of the wds was noted to be broken/fractured and the physicians recaptured the device. The device was exchanged for another wds to complete the procedure. There were no patient complications. The procedure was concluded. It was further reported that the patient was discharged.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman flx closure device and delivery system (wds) was deployed. After deployment, the implant frame of the wds was noted to be broken/fractured and the physicians recaptured the device. The device was exchanged for another wds to complete the procedure. There were no patient complications. The procedure was concluded.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes device history records (DHR) a review was completed of the DHR for the watchman flx delivery system, part m635ws50270, batch 0037892643. The device was processed through all normal operations conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the watchman flx delivery system was returned and analyzed. Visual analysis was performed and it revealed the device has numerous kinks along the sheath. Microscopic examination revealed tip damage with flared tri-cuts. It was also found that the struts were crossed and caught on the fabric. Labeling review there is no evidence to suggest the device was used in a manner inconsistent with the labeling. Investigation conclusion bsc has assigned a most probable root cause classification of adverse event related to procedure, because potential causes for crossed struts include recapturing the implant from an acute angle relative to the sheath, or excessive sheath manipulation during deployment. The instructions for use (IFU) of the watchman flx lists that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the observed damage occurred as a result of factors encountered during the procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the 27mm watchman flx closure device and delivery system (wds) was deployed. After deployment, the implant frame of the wds was noted to be broken/fractured and the physicians recaptured the device. The device was exchanged for another wds to complete the procedure. There were no patient complications. The procedure was concluded. It was further reported that the patient was discharged.